Event description:
The tech alleged the head hilow was slowly drifting down. No injury reported.

Manufacturer narrative:
The tech replaced the head hilow hydraulic valve assembly to resolve the issue.